Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not heating water beyond 16c. They discussed this was likely an overfill. They discussed draining off half a liter of water from the circulation tank and retrying the functional verification. They stated that would do this and call back if this did not resolve the issue.

Manufacturer narrative:
The reported issue was confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be an overfill of the device. However, there was insufficient information to confirm this potential root cause. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product fill reservoir: approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not heating water beyond 16 c. They discussed this was likely an overfill. They discussed draining off half a liter of water from the circulation tank and retrying the functional verification. They stated that would do this and call back if this did not resolve the issue. Per follow up information received via phone on 07oct2024, it was reported that some of the water was drained from the circulation tank and retried functional verification. The issue has not been resolved and the customer requested a quote to send the device to the depot for repair. No patient impact was reported.

Manufacturer narrative:
The reported issue was confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be an overfill of the device. However, there was insufficient information to confirm this potential root cause. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir: approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. From the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. To stop the process early, press the stop button. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not heating water beyond 16 c. They discussed this was likely an overfill. They discussed draining off half a liter of water from the circulation tank and retrying the functional verification. They stated that would do this and call back if this did not resolve the issue.